Event description:
As reported by medical affairs, the daughter of a patient called to report that on (B)(6) 2012, the patient died as a result of coronary artery disease. The patient was not hospitalized. In (B)(6) 2003, the patient had cypher stent implanted to an unknown artery due to blockage. The patient died as a result of cad approximately 9 years post index procedure. No additional information is known.

Manufacturer narrative:
Complaint conclusion: as reported by medical affairs, the daughter of a patient called to report that on (B)(6) 2012, the patient died as a result of coronary artery disease. This was a (B)(6) female with medical history including cad. The patient was not hospitalized. In (B)(6) 2003, the patient had cypher stent implanted to an unknown artery due to blockage. The patient died as a result of cad approximately 9 years post index procedure. No additional information is known. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot x0603932 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Death, from ischemic heart disease, is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient was of advanced age with known coronary artery disease that may have contributed to the reported death.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.